Event description:
It was reported that the patient experienced a low blood glucose of 63 mg/dl, and a caller inquired whether the ilet was delivering insulin during the low; the agent explained that the ilet suspends insulin when glucose is trending low, troubleshooting and education were completed, and the blood glucose subsequently rose and stabilized at 113 mg/dl. Symptoms included hypoglycemia. Outcomes included recovery without escalation. Investigation included customer consultation and device use review through education. Investigation of this case revealed no device malfunction reported and confirmed appropriate automated insulin reduction in response to low glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.